Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -7.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports refractive surprise during the postoperative examination with the patient. On (B)(6) 2022 the surgeon exchanged the lens with a same length/model/power lens and this resolved the problem. The surgeon suspects the lens diopter was incorrect with the initial implanted lens and wants investigation. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in a vial, returned with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).